Manufacturer narrative:
Lvas not returned. A direct correlation between the left ventricular assist system (lvas) and reported events could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). It is unknown if or when the lvad was explanted from the patient after expiration; however, it was reported that the device will be available to the manufacturer for analysis. The device has not yet been received. Approximate age of device- 2 years and 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found deceased in their residence on (B)(6) 2017 at 20:00. The patient was sitting in a chair with the fist clenched to the chest. The patient¿s spouse had recently passed away in (B)(6) 2017 therefore the patient lived alone. When justice of the peace and his team transferred the body to the stretcher approximately a pint of blood seeped out of the driveline exit site. The patient¿s body was transported to the hospital for an autopsy. The pump is expected to be extracted and autopsy to be performed. Additional information was requested, but not yet provided.